Event description:
The customer reported a tracheostomy tube with an inner cannula was too long, which caused damage to a pt. The model of the tracheostomy tube is unk. The customer did not have info regarding whether or not there was disability or permanent damage to the pt or if there was any required medical intervention. There is no lot number or tube available for investigation.